Event description:
The customer called technical support (ts) reporting that the device would not power on. The customer stated that the device was being set up when the issue occurred. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
Patient/user involvement: the device was not in use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined.